Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the reservoir compartment was cracked and it had started to unwind where the reservoir connects into the insulin pump. The customer's blood glucose level was unknown. The damage occurred from normal wear and tear. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corner, battery tube threads, broken half of reservoir tube lip, however test reservoir will lock/click in place properly.